Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. Visual inspection done prior to decontamination revealed a small hole in the case of the device. Decontamination was not performed, because the process requires the ipg to be soaked in liquid glutaraldehyde, which can destroy the ipg electronics as the liquid enters the case through the hole. Due to the inability to decontaminate the ipg without damaging the internal components, the remaining analysis could not be performed to determine root cause of the difficulty charging.

Event description:
A report was received that following a lead revision procedure due to migration, the patient was experiencing charging difficulty. The physician will perform a pocket revision procedure.

Event description:
A report was received that following a lead revision procedure due to migration, the patient was experiencing charging difficulty. The physician will perform a pocket revision procedure.